Manufacturer narrative:
The complainant reported that the suspect device was disposed. The product analysis could not be performed. The complaint is not confirmed as the suspect device was not available for the evaluation.

Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography (ercp) procedure of the biliary duct the cautery would not work with the hydrotome rx sphincterotome. The tome would not cut. The physician made one additional attempts with one other similar devices and experienced the same issue. The physician completed the procedure with a third of the same device with no patient complications and the patient was reported to be fine. Refer to associated manufacturer report# 3005099803-2008-05755 for the report on the other device.